Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is in-progress. All information reasonably known as of 26 jul 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as (B)(4). Device not returned.

Event description:
Avanos medical, inc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the first of three reports. Refer to 9611594-2018-00107 for the second patient. Refer to 9611594-2018-00108 for the third patient. It was reported that after placing sutures during an uneventful gastrostomy procedure done under gastroscopy and laparoscopy, all three t fasteners failed due to breaking of the sutures. An additional procedure may be required. No further information has been provided.

Event description:
Per additional information received on 22 aug 2018, in a meeting with the doctor, the rep reports that the doctor is using the sutures in a lapeg technique, which not many doctors are doing. However, there is not anything that could explain the early breaking of the sutures.

Manufacturer narrative:
The device history record for lot aa7093r03 was reviewed and the product was produced according to product specifications. All information reasonably known as of 22 aug 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).